Manufacturer narrative:
The insulin pump passed displacement test. Pump received with cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of incident. Customer will be returned device for analysis.